Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The leak was contained in the outer sealed plastic bag that had not been opened prior to patient use. The device contained 4600mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between december 5-7, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a yellow bag containing the folfusor device suggesting a possible leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.